Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she went into a swimming pool for the first time about a week ago. Patient stated when she got out of the water she felt the ins was stimulating all over her body. Patient turned the stimulation down to the lowest settings but she could still feel stimulation all over her body. Pt turned the ins off and the ins stopped stimulating. Pt turned the ins back on later and the stimulation is feeling normal. Patient mentioned that she did trip and fall in her back yard about a week before she went swimming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they received the healthcare provider (hcp) listing but hcp had difficulty paging a manufacturer representative (rep). Agent redirected patient to their hcp and provided the national answering service (nas) number. Patient mentioned previous information in this case and patient fell before. Patient's left leg and feet were still numb and was burning so patient cut it off. Agent understood this as their stimulation.